Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 11:27 pm the meter result was 430 mg/dl. At 11:29 pm the customer repeated the test using the same meter and the result was 152 mg/dl.